Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Pump passed self test. Device passed off no power test. Device received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the battery compartment opening was crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.